Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported there was invalid contacts on the patient's lead. The sjm representative reprogrammed the patient, and was able to obtain pain coverage. It was reported there was no further intervention planned.